Event description:
Reporter indicated that the site was not able to establish communication with the patient's generator. Troubleshooting was performed on the site's programming system, but did not resolve the issues. A company representative's programming system was also unable to establish communication with the patient's generator. The physician believes that the generator's battery may be dead as the patient has stated that he no longer feels stimulation. Based on available information, the belief that the battery may be dead, could not be verified. Currently the patient will not have the device removed or replaced, as he plans to attempt to personally control his seizures. As such the product cannot be currently returned for analysis to determine the cause for the inability to establish communication.